Event description:
It was reported that small volume folfusor under-infused during patient infusion via a peripherally inserted central catheter (PICC) line. A significant volume remained inside the device at the end of the infusion period. The device contained fluorouracil 3500mg in 115ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This event was originally reported to the FDA through report # 1416980-2025-05646 with an aware date of 10/17/2025. Additional information was received on 01/30/2026 that triggered this new initial MDR for this event. E1: initial reporter phone no.: (B)(6) (ext: (B)(6)). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid in the bladder which suggests a possible under infusion may have occurred. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.